Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on disconnected mode. A technical support specialist (tss) remotely connected to the server and verified a system uptime of 44 minutes, indicating a recent reboot. The reboot was associated with case, which was being handled. All required services were confirmed to be running. Health sight viewer access showed that 108 devices had been manually placed in critical override. The tss contacted customer, explained the findings, and advised customer to disable the manually applied critical override. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was on disconnected mode. Customer stated that issue observed 30 mins ago and all affected stations had already been enabled for critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.